Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to related to this inflatable penile prosthesis (ipp) due to loss of function. The existing device was explanted and replaced with a new ipp. Upon removal, it was noted that the explanted device exhibited fluid loss, the source and cause of which could not be determined. No patient complications were reported.